Manufacturer narrative:
(B)(4). D10: 00787101760 item name femoral stem cemented revision/calcar 12/14 neck taper size 17 190 mm stem length for cemented use only lot # 65521330. G2: foreign: canada visual evaluation of the provided photos and the returned product found the outer carton exhibits crush damage. Additionally, the stem has punctured all sterile barriers. The sterility is considered breached. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. The condition of the device when it left zimmer biomet control is considered conforming to specification. The root cause of the reported event can be attributed to transit damage. This complaint was confirmed by evaluation of the provided photos and returned product. This report was previously reported under MFR 0001822565-2024-03437 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the 17 and 19 femoral stems had broken through the box. The procedure was completed using a size 15 implant. There is no additional information available at the time of this report.